Event description:
A report was received that the patient was experiencing pain around her ipg. The patient has lost some weight since the implant procedure, not device related, and the ipg appears more superficial. The physician treated the patient with cortisone injections.

Event description:
A report was received that the patient was experiencing pain around her ipg. The patient has loss some weight since the implant procedure, not device related, and the ipg appears to more superficial. The physician treated the patient with cortisone injections.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The physician repositioned the ipg from the right buttock to the left buttock and buried the ipg deeper in the pocket. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pain around her ipg. The patient has loss some weight since the implant procedure, not device related, and the ipg appears to more superficial. The physician treated the patient with cortisone injections.